Event description:
It was reported that event involved pre-op insertion in cath lab. Iab inserted w/o incident. While in or on bypass, pump was running on internal when gas loss alarms were experienced. Volume decreased from 40 to 20cc. All connections checked. Alarms continued and pump turned off and back on. Later gas loss alarms recurred and iabp exchanged. No associated pt complications reported.